Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the right lower lobe, the patient developed a pneumothorax. The patient was treated with a chest tube and placed in the post-anesthesia care unit. The patient was discharged the same day. The physician states the injury is due to the biopsy tool and does not attribute the injury to the galaxy system. No malfunctions were reported. Although there were no malfunctions and the physician does not attribute the injury to the galaxy system, the use of the scope may have contributed to the injury. Attempts to collect patient demographics were unsuccessful.

Manufacturer narrative:
Video logs were reviewed and found no user errors. System manufacturing records were reviewed and found no issues associated with this case. Bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis was not performed as the scope was not returned. The physician attributed the injury to the biopsy tool. No malfunctions were reported. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed pneumothorax. The patient was treated with a chest tube, admitted to pacu and discharged the same day.

Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located at the right lower lobe; the patient developed a pneumothorax. The patient was treated with a chest tube and placed in the post-anesthesia care unit. The patient was discharged the same day. The physician states the injury is due to the biopsy tool and does not attribute the injury to the galaxy system. No malfunctions were reported. Although there were no malfunctions and the physician does not attribute the injury to the galaxy system, the use of the scope may have contributed to the injury. Attempts to collect patient demographics were unsuccessful.

Manufacturer narrative:
Video logs were reviewed and found no user errors. System manufacturing records were reviewed and found no issues associated with this case. Bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis was not performed as the scope was not returned. The physician attributed the injury to the biopsy tool. No malfunctions were reported. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed pneumothorax. The patient was treated with a chest tube, admitted to pacu and discharged the same day. Supplemental: update a2: age - 66 yo. Update h11: the case was re-investigated and two use errors were identified: over-insertion of the biopsy tool and rapid retraction of the tool. The over-insertion may have caused or contributed to the injury, as the physician attributed the injury to the biopsy tool. The rapid retraction did not contribute to the injury.